Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 failed to stay closed and required maintenance. The customer tried to open from the back panel, issue persists. As per part investigation, it was determined that there was thermal damage were observed at test point tp501 and capacitor c503. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of drawer 6 that won't open and drawers 4.1 and 4.2 that were not detected on bus was confirmed by the bd field service engineer (fse) and laboratory testing. According to work order (B)(4), the bd fse noted that the drawer 6 sensor was loose and proceeded to reseat it, which resolved the issue. The drawer resumed normal operation. There was observed drawers 4.1 and 4.2 pmcs not displaying lights, to address this, the pcba was replaced, restoring functionality. To test the repair, software tests were performed on main drawers 4.1, 4.2 and 6, confirming no further issues. External inspection of the half-height pmc board at dchu investigation laboratory observed several marks that indicate thermal damage at test point tp501 and capacitor c503. No further testing was performed to the received pcba pmc vl.06/v0.09bl hh (pn 151630-01) since the issue was visually confirmed during the dchu laboratory visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of main drawers 4.1 and 4.2 not being detected was determined as caused by the thermal damage observed at test point tp501 and capacitor c503, which compromised the board's functionality.